Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that PICC placed. While at hospital for unrelated issue, patient noted to have difficulty flushing/ drawing from PICC line, with some leaking noted at biopatch. IV therapy nurses and PICC pa examined the line, tpa was administered, and line functioned well again prior to discharge. At home that evening, patient reports line was sluggish/ would not draw back, but he still administered his antibiotic dose. He then felt a burning sensation under the skin near his PICC insertion site. He presented to the metabolic support clinic for PICC replacement. When provider removed the existing PICC, it was observed to have a crack at the 2cm mark. No other information was provided.